Manufacturer narrative:
Aso evaluated returned samples of the same lot number for adhesion properties on (B)(4) 2015 with no issues observed with the samples. In addition, aso reviewed satisfactory biocompatibility reports on products manufactured with the same materials. Refer to section of this report for details.

Event description:
End user reported that when she pulled the device off, her skin came off. Left a scar on her inner thigh.